Manufacturer narrative:
Faultnumber = hardware error alarm (63). Linenumber = 380. Filenumber = 37. Variableinfo = 03 00 00 00 00 00 00 00 00 3c. Pump passed the displacement test. Pump error 63 alarm (variableinfo=3) during self test and confirmed in the pump history due to broken trace on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed for hardware low level failure and battery error during self test. Customer¿s blood glucose was 6.8 mmol/l. Customer was able to clear the alarm and complete the rewind the rewind process. Customer performed another self test but did not pass. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump was returned for analysis.